Manufacturer narrative:
Surgery specific details of insertion was not provided. The surgeon did not indicate the incident to any fault of the product and this event does not pose any ongoing risks moving forward as this was an isolated incident and the stability of the cage remains uncompromised as despite the missing back wall, the footprint of the remaining llif cage is still significantly larger than that of a tlif cage.

Event description:
A valeo ll cage was implanted into a patient (part number: 11.020.5908). While the surgeon was malleting the implant into the disc space, fragments of the cage broke off. The sugreon took out all fragments from the patient (delayed the surgery 20 minutes to remove fragments). The patient is doing well, and no issues relating to the patient has been reported.